Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported compatibility guidelines were requested for CT scan. Regarding is the procedure due to a problem with the device or therapy, caller stated unknown. Regarding were symptoms reported, it was noted: yes. Regarding were the symptoms reported related to the device or therapy, asked, unknown. Symptoms with unknown cause. Symptoms reported were: pain. Location of symptoms reported: back down to lower back. This was considered a sudden change in therapy/symptoms. Event date: 2016. Maybe a month and a half or so. Indications for use noted as: gastrointestinal/pelvic floor.

Event description:
Additional information indicated patient was still having pain but not from the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.